Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition.